Manufacturer narrative:
H3: returned software exports and logs were analyzed. The clinical export data file was thoroughly inspected and the log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Planning of the executed trajectories was reviewed and no major issues were found with the plan. Registration results were able to be reproduced and the CT-fluoro match score shows acceptable values and no observable shifts were detected. The navigation element of the case was matched to the exact scenario experienced in the operating room, patient reference frame was attached to the spinous process of l4 and blunt trocar with the cannula were used as the navigated tools. All trajectories performed for this case appeared to be according to plan on the screen. As reported, both l4 screws deviated in the lateral direction. No images of the deviations experienced while navigating have been provided. After reviewing all available information, analysis reached the following conclusions: planning of the screws was acceptable and no skiving potential was observed; registration was checked and deemed as accurate with no shift; no platform shift or patient shift occurred since each inaccurate trajectory was followed by an accurate one; the deviations experienced were matched to the deviations presented on the screen while navigating and navigation accuracy was checked on the anatomy and deemed accurate; and no surgical technique issues of any kind were found. Following the ruling out of registration shift, surgical technique issue, platform or patient shift and any software or navigation problems, analysis could not indicate a clear potential cause for the deviations experienced in the operating room. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used for a sacroiliac and thoracolumbar procedure. It was reported that when the manufacturer representative first turned on the system, there was an error message that read "no communication due to controller error". A soft restart was performed but the same message occurred. Troubleshooting was performed by performing a hard restart which fixed the issue and an advanced accuracy test was performed and passed. During the procedure, a bone mount bridge was used with a schanz pin placed on the right posterior superior iliac spine. The surgeon started the case by making a midline incision and performing a decompression. Once finished, the patient reference frame was attached to the l4 spinous process, a 3define scan was performed, a snap shot was acquired, draw spine was performed, and registration was acquired through the complex algorithm. The representative sent the arm to the l4 left trajectory. The surgeon dropped the tools down the arm guide and before hitting bone the navigation was showing that it was lateral. It was reported that the amount of deviation was between 3.5 to 10 millimeters. The representative and surgeon checked navigation accuracy and anatomy with the chicken foot which appeared accurate. The patient reference frame was being used for the case. The surgeon tried a different navigated drill bit and it looked accurate but then moving to the screw, the screw again looked lateral before touching bone. Moving down to the l5 left trajectory, everything looked accurate. Moving to the l4 right trajectory, the same thing happened as it did on the l4 left trajectory. The trajectory was lateral before the surgeon touched the bone with the instruments. When taking confirmation shots, both l4 trajectories were lateral but the l5 trajectories were accurate. The surgeon decided to free hand the l4 left and right trajectories. The surgeon proceeded and placed all screws. The representative confirmed that the surgeon had not placed any pressure on the patient during the procedure and the cause of the deviation was unknown. There was a less than 1 hour delay to the procedure and no impact to patient outcome.